Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on 02/26/2024. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The patient had inaccurate cgm values 4 days after the sensor was inserted in the arm. The day of the event on 3/1/2024 the patient went to dallas and before going the cgm reading was 148 mg/dl, and the blood glucose reading was 109 mg/dl. When the patient arrived in dallas the patient was shaking and drenched in sweat. The patient's cgm reading was 95 mg/dl, and the patient called a nurse. When the nurse arrived a fingerstick was taken and the cgm reading was 95 mg/dl, and the blood glucose reading was 47 mg/dl. The nurse gave the patient "something sweet" to eat and called an ambulance. When the paramedics arrived, the patient was transported to the hospital where he was treated with IV sugar water. After treatment, the patient recovered and was discharged the same afternoon. Of note, during the event the patient was using the tandem insulin pump. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.